Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 19111116.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on leads that was confirmed via x-ray. The patient underwent a leads replacement procedure and was reprogrammed successfully. The explanted leads will not be returned.